Event description:
It was reported that during implant procedure on (B)(6) 2025, the patient sustained a dural tear. As a result, the tear was sutured during the procedure to address the issue. The patient experienced a headache post op. Patients is stable and symptoms have resolved.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.